Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pain, discomfort, menorrhagia, abdominal pain, back pain, amnesia, anxiety, depression, migraine and fatigue had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first and second trimesters. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, discomfort, fatigue, menorrhagia, migraine, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a 36-year-old female patient who had essure (batch no. B94876) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure" and medical device monitoring error, "only left insert was placed". The patient's previously administered products, included for an unreported indication: mirena iud. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pain, discomfort, menorrhagia, abdominal pain, back pain, amnesia, anxiety, depression, migraine and fatigue had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date. And estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred, during the first and second trimesters. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, discomfort, fatigue, menorrhagia, migraine, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 2-mar-2021, mr received: reporter information, lot number added, date of insertion updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. B94876) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed essure" and medical device monitoring error "only left insert was placed.". The patient's previously administered products included for an unreported indication: mirena iud. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pain, discomfort, menorrhagia, abdominal pain, back pain, amnesia, anxiety, depression, migraine and fatigue had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first and second trimesters. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, discomfort, fatigue, menorrhagia, migraine, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Batch no b94876 production date 2013-11-21 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and pregnancy with contraceptive device ('pregnant') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pain, discomfort, menorrhagia, abdominal pain, back pain, amnesia, anxiety, depression, migraine and fatigue had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first and second trimesters. The reporter considered abdominal pain, amnesia, anxiety, back pain, depression, discomfort, fatigue, menorrhagia, migraine, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.